Manufacturer narrative:
Upon follow-up, the customer's healthcare provider reported that they were unsure why the customer went into diabetic ketoacidosis and thought that the customer had some insulin resistance concerns and the basal rate may need to be higher. The contact was "scared" of the pump. Reportedly, the customer/contact met with the healthcare provider to discuss the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 1375 mg/dl and the customer went into diabetic ketoacidosis (dka). Correction boluses via the pump were delivered and water was consumed to address the dka. The customer was admitted to the hospital. The customer was treated with intravenous fluids and antibiotics. The customer was discharged on (B)(6) 2018 with the high bg and dka resolved. Initially, it was thought that a rare disease may have contributed to the high bg; however, upon follow-up, the contact reported that the customer did not have any sort of virus/ illness and believed the pump was the cause of the dka. The contact stated that during the high bg event, the infusion set site was changed and an insulin injection was administered and the bg continued to rise. The contact reported that the customer was to use another method for insulin therapy.